Event description:
It was reported that the right atrial lead was undersensing, and the right ventricular lead exhibited high thresholds. The right ventricular lead was reprogrammed, and both leads are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.